Event description:
It was reported that the ins moved, was sitting below the iliac crest, and became difficult to site. The reporter stated that the ins moved because of a 4.0 pound weight loss which began 3-4 months ago. The patient had pain in the right leg. The physician suggested a revision.

Manufacturer narrative:
Product ID 377660, lot# v009959, serial#, implanted: 2007 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type programmer, patient. (B)(4).